Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2018 that during the mixing step of the vertecem v+, it was not possible to turn the blue plastic handle of mixing kit. The cement could not mixed. A new cement kit was used without problem. A surgery delay of 3 min was reported. No patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 07.702.016s, lot 7c53190, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: june 14, 2017, expiry date: march 01, 2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the supplied cement kit and an retain sample of the affected batch in our laboratory were analyzed. The mixing process have been stopped after the first movement of the mixing rod, free powder is visible in the system. After disassembling the provided system the mixing rod and the piston along the stirrer axis could be moved, indicating functionality. During the first movement of the mixing rod it is possible that some powder particles come in the area between the rod and the surrounding axis. This has the result that the mixing rod is only movable with slight resistance, however a movement is still possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.